Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported a high readings issue with the adc freestyle libre. A sensor scan reading of 'hi' (greater than 500mg/dl) was received compared to a built-in meter reading of 165 mg/dl. The customer injected 10 units of "old insulin" on the morning of (B)(6) 2019 and subsequently became tired and lost consciousness. The wife of the customer administered dextrose and cola and called emergency services. Emergency personnel received a reading of 33 mg/dl on their hcp meter, diagnosed the customer with hypoglycemia, and administered intravenous glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. A sensor scan reading of 'hi' (greater than 500mg/dl) was received compared to a built-in meter reading of 165 mg/dl. The customer injected 10 units of "old insulin" on the morning of (B)(6) 2019 and subsequently became tired and lost consciousness. The wife of the customer administered dextrose and cola and called emergency services. Emergency personnel received a reading of 33 mg/dl on their hcp meter, diagnosed the customer with hypoglycemia, and administered intravenous glucose. There was no report of death or permanent impairment associated with this event.